Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing information and indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Beginning (B)(6) 2015, ventricular sensing integrity counts were up to 1104; ventricular tachycardia non-sustained episodes with evidence of oversensing and inappropriate shock. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to the right ventricular (rv) lead being dislodged. The lead had pulled back into the av junction and it was oversensing the p-waves. Occasional undersensing of qrs was also noted. The lead was repositioned and it remains in use. No further patient complications have been reported as a result of this event.